Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that a left hip was revised after a competitor femoral head dislocated from an e poly liner. Rep confirmed that no further information would be released by the hospital or surgeon.